Event description:
Info received indicated the right head siderail was not latching.

Manufacturer narrative:
The hill-rom technician found fluid on the latch assembly. He cleaned and lubricated the latch assembly to resolve the issue.